Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles in the fill channel and one opening curved on the plug strap bond edge. Leak test and microscopic analysis was performed which identified: one opening sharp on the plug strap bond edge and crack valve. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the plug strap bond edge due to an unidentified (tear) opening and a cracked valve seat diaphragm valve.

Event description:
Patient reported a left side deflation. The device has been explanted.